Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the(B)(4) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius catheter extension sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the cassette and the catheter extension set. The patient reported receiving an air detected in cassette alarm during drain two of four of treatment and the treatment was cancelled. The patient was advised to start the treatment over with new supplies. Upon follow up, the patient stated they noticed bubbles in the patient line of the cassette near the connection to the catheter extension set. The patient confirmed the fluid leak occurred from the connection between the patient line and the catheter extension set. The patient stated the cause of the leak was unknown. The patient stated that they were prescribed prophylactic antibiotics, and the extension set was changed. The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they did not complete treatment following the event, however performed a manual drain after the extension set was changed. The patient stated they have been able to continue their pd therapy with no further issues. The cassette was available to be returned to the manufacturer for physical evaluation.